Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the capsule remained on the delivery system when removed from the patient. The capsule fell on the floor when removed. There was no harm caused to the patient. A repeat procedure was performed. Intervention was not required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for several years. Lubricant was not used to facilitate capsule replacement. The account is unsure of what could have caused the capsule attachment failure.